Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheters are disconnecting from the tubing at the inserter.

Manufacturer narrative:
The corrections are as follows: b.5. Describe event or problem: it was reported that bd nexiva¿ closed IV catheter system are disconnecting from the tubing at the inserter. D.1. Medical device brand name: bd nexiva¿ closed IV catheter system d.4. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system are disconnecting from the tubing at the inserter.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheters are disconnecting from the tubing at the inserter.

Manufacturer narrative:
H.6. Investigation summary: the lot number was built / packaged on nfa line 1 from 24sep18 through 3oct18. 7 non-related qns were initiated during production: (B)(4)¿ foreign on grips. (B)(4)¿ task doc. Not followed. (B)(4)¿ non-foreign (adhesive) on tubing. (B)(4)¿ damage on grip. (B)(4)¿ min. Temp not met (ster.). (B)(4)¿ exceed parameters (ster.). (B)(4)¿ exceed parameters (ster.). 4 non-related td¿s were in place during production: 2018-21 ¿ exception for damage on septum . 2018-34 ¿ change on acceleration for bell mark printer (pkg.). 2018-36 ¿ printer clean-out instructions (pkg.). 2018-38 ¿ top web change add. Instructions (pkg.). 2 potentially related td¿s were in place: 2018-51 ¿ z8 increased sampling. 2018-52 ¿ depth probes clean up instructions. All other required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications including (but not limited) extension pull (in-process and heightened per td 2018-15) and visual inspections for adhesive presence and all passed per specifications. Received a total of 254 unused units in sealed packages from lot number 8263528. Al contents within were intact. 100% visual examination: no physical-mechanical damage was observed on any of the components of the units received. The extension tubings were properly adhered to the wall of the winged adapters the extension tubings were manually pulled in an attempt to disconnect it from the winged adapter. The tubings stayed connected and did not dislodged. Conclusion(s): the returned representative units did not display any adverse characteristics that would contribute to the failure described in the event description. The defect described could not be confirmed or replicated in the laboratory.